Event description:
It was reported that a patient underwent surgery for implant of posterior hardware. It was reported that the patient returned to the hospital complaining of back discomfort. A revision surgery is planned but has not been reported.

Manufacturer narrative:
(B)(4). The devices have not been returned to medtronic for evaluation. X-ray images were returned for evaluation. Ap and lateral images taken on (B)(6) 2008 show construct at t11-l3 for a fracture of l1. Pedicle screws in l3 have fractured mid pedicle. Unable to determine cause of the event.

Manufacturer narrative:
Corrected/additional information.

Event description:
Additional information received from the patient's attorney states that the patient underwent additional surgery due to the hardware failure.